Event description:
It was reported that the patient¿s blood glucose level rose to greater than 250 mg/dl between 1 and 4 hours of wearing the pod on their abdomen. The patient reported they detected their blood sugar was increasing and when trying to bolus, there was a hazard alarm which prompted them to remove the pod. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The device was received for evaluation with lower-than-expected battery voltages and was hooked up to a power supply for downloading. The shelf mode current was measured to be within specification. The device generated an 0x40 hazard alarm, indicating rotational sensor maximum open count exceeded. A rotational sensor malfunction was observed at the end of the data. The investigation found a tear in the unexposed portion of the soft cannula, as fluid was observed to leak from the tear. The investigation also found corrosion and fluid contact on the mechanism rails, pcb and commutator cap. The tear in the unexposed portion of the soft cannula can be confirmed as the cause of internal corrosion and subsequent low battery voltages as well as fluid contact on the commutator cap, and subsequent rotational sensor malfunction and reported hazard alarm. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone14.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.